Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank.an internal inspection of the cycler found a short on t1 of the inverter board with lot code 2240 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational.ouchscreen test passed.voltage verification check passed.pre-ast 15 mins 1000 ml simulated treatment was performed without any failures or problems.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover.the cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient's spouse reported a screen brightness problem during power up. Screen appeared dim despite the brightness being set to maximum, and rebooting the cycler did not resolve the issue. The fresenius technical support representative advised discontinuing use of the cycler and issued a replacement. Patient does know how to perform capd/manuals and has 7 boxes of the supplies available. There was no patient involvement, and no harm or adverse event reported. Additional information was requested, but none was received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.